Event description:
Boston scientific received info that this right atrial lead dislodged, as it was noted that when ra pacing, right ventricular capture was observed and sensing on the ra lead was consistent with rv sensing. Boston scientific technical service suggested an x-ray to confirm the lead location. It was noted that the pt was being checked for the first time since implant. No adverse pt effects were reported. No additional info was available from the field. As no further info concerning this report is expected, out investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.